Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that one of the screws of the internal angled base broke while the surgeon was removing the base. The surgeon was eventually able to remove the entire screw using a drill. There was a reported delay of less than one hour and no other reported impact to patient outcome.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.